Event description:
It was reported via phone call, that the customer's insulin pump had cracks to the display. The customer stated the insulin pump was dropped. Customer's blood glucose level at the time was 449mg/dl. Advised insulin pump would be replaced. Troubleshooting occured.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.